Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported 10.7 mmol/l and 3.3mmol/l on mobile system, 3.3 mmol/l on pharmacist's system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.